Manufacturer narrative:
.

Event description:
It was reported that the physician's handheld would not hold a charge after having been plugged in all night. It was reported that another handheld was available so no patient care was affected. The physician was provided with a new programming computer and the handheld was returned for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the returned handheld device was completed. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.